Event description:
It was reported that during a supply change the connector piece would not properly attach to the ilet when assembled with a specific cartridge, and the issue persisted across multiple connector pieces until a new cartridge was used, after which the connector locked in properly. Customer care provided support that included guided troubleshooting and user education to isolate the interface between the connector and the cartridge versus the ilet. Investigation of this case revealed proper connector engagement with the ilet alone, and successful attachment after replacing the cartridge, indicating a cartridge interface issue as the most probable cause, with the connector piece and ilet functioning as intended. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no interruption requiring medical care. It was concluded, based on previously established findings for similar reports, that the cause was component incompatibility or dimensional variation at the cartridge interface.